Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was electively explanted/replaced and subsequently returned to guidant for analysis. There were no reported field allegations made against this device's function/operation while implanted. Initial laboratory analysis indicates that this device does not meet longevity expectations.